Event description:
Foreign body in throat [foreign body in pharynx]. Oropharyngeal discomfort [pharynx strange sensation of]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in pharynx in a 79-year-old female patient who received double salt dental adhesive cream (new poligrip sa2) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa2. On an unknown date, an unknown time after starting new poligrip sa2, the patient experienced foreign body in pharynx (serious criteria gsk medically significant), pharynx strange sensation of and device use error. On an unknown date, the outcome of the foreign body in pharynx, pharynx strange sensation of and device use error were unknown. It was unknown if the reporter considered the foreign body in pharynx, pharynx strange sensation of and device use error to be related to new poligrip sa2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Clinical course] on an unknown date, the patient was using new poligrip sa2 70 g. On an unknown date, the adhesive was sometimes accumulated in the back of the throat (serious criteria gsk medically significant) in the next morning, which the patient especially felt when applying more of new poligrip sa2. She sometimes experienced strange sensation like when taking an elevator (seriousness: non-serious) when swallowing on such an occasion. She usually just rinsed her mouth lightly after removing her denture and slept without removing the adhesive remained in the mouth. No further information is expected.

Manufacturer narrative:
Argus case: (B)(4).